Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. It was reported that multiple bg meters were used throughout the same sensor session. Labeling indicates: finger stick bg values will vary from meter to meter, and test to test. It is important that the patient use the same commercially distributed bg meter during their session. It was reported that the patient calibrated during a loss of connection. Labeling indicates: make sure you do not calibrate when "- - -" or the out of range icon are on the screen. At the time of contact, no injury or medical intervention was reported.